Event description:
A us distributor returned a monitor and reported monitor does not communicate with belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was not connected to the case with broken wires. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.